Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. Insufficient product identification information was provided and thus a complaint history review could not be conducted. Insufficient product identification information was provided and thus a risk management review could not be conducted. An analysis of the customer provided image found the crop bar on the front of the first pass device was missing. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during a shoulder procedure, when removing the needle from the first pass it was noticed that the crops bar on the front was missing. An x-ray was taken and no piece was left in the shoulder. It is unknown how was the procedure completed, a non-significant delay was reported. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).